Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while stapling the stomach, the device was complete to fire but there was a poor staple formation and incomplete staple line distally. The surgeon used clips to reinforce the staple line. It was also note that the handle made an odd noise during firing which was described as car ignition that was not turning over. There was tissue damage as a result of this problem. New powered stapler was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.